Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered sp 3.7mm 10m m octagon (spb10) was returned for investigation attached to a mating mount. Visual inspection of the as returned product identified wear and debris about the implant threads and collar. The implant and mount are covered in pink residue. Functional testing was performed for the returned product and it was determined that the screw could not be removed. No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth site and was removed the same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number 63841344. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63841344) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (spb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: device expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative

Manufacturer narrative:
(B)(4). Initial reporter email address, fax number: not provided. PMA/510(k) number: k011245, k002188.

Event description:
It was reported that a mount could not disengage from the implant (B)(4). No additional procedure or delay was reported.